Event description:
The rptr stated that the stopcocks are coming apart. The rptr further stated that there had been instances of doctors being squirted with blood but no further details were provided.